Manufacturer narrative:
Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. In this case, although the exact cause of the pvl cannot be confirmed, procedural factors (deployment of the sapien 3 valve), in addition to patient factors (valvular calcification) may have contributed to the exiting pvl. The exact cause of the worsening central regurgitation cannot be confirmed. Although no degeneration of the sapien 3 valve was reported, valve stenosis and patient factors (pre-existing valvular disease, radiation therapy) may have contributed to the worsening central regurgitation. Procedural factors during the open sternotomy (repair of the vsd) may have contributed to the decision to explant the sapien 3 valve rather than perform a valve in valve procedure to resolve the central leak. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(6) clinical study, the patient has had some paravalvular leak (pvl) since the implant of a 26mm sapien 3 valve in the aortic position. No consequences to the patient due to the pvl were reported. The patient reported being asymptomatic and able to perform regular exercise without shortness of breath (sob). Five (5) years and 6 months post sapien 3 valve implant, tee indicated moderately severe mitral valve stenosis caused by mitral annular calcification (mac). Moderate aortic transvalvular / central regurgitation with trivial pvl and a pre-existing membranous vsd with left to right flow were also observed. The decision was made to perform an open sternotomy due to the worsening mitral valve stenosis. During the surgery, a non-edwards mitral surgical valve was implanted in the mitral position and the vsd was repaired. The sapien 3 valve was also explanted during the surgery and an edwards surgical aortic valve was implanted. On postoperative day (pod) 10, the patient was discharged in stable condition.

Manufacturer narrative:
Corrected information: section g4: date received by manufacturer. Section g4 was updated to the date information regarding the reported event was received, (B)(6)2020 .

Manufacturer narrative:
Reference CAPA-20-00141.